Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the battery is always low. The fse evaluated the device on site and determined this was a malfunction of the battery. The fse replaced the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The fse replaced the battery resolving the reported issue. It has been concluded that no further action is required at this time.